Event description:
On (B)(6) 2013, extraction of gamma3 was performed. In a few weeks after primary surgery, the cut out of lag screw was confirmed.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the complaint failure mode was confirmed. The review of the risk assessment for the failure mode and root cause indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. Received x-rays and product appearances revealed that the set screw initially had not been placed correctly and not in accordance to the labelling. The event was not caused by a deficiency of the device. The event was rather user related and possibly contributed by the patient¿s condition.

Event description:
On (B)(6) 2013 extraction of gamma3 was performed. In a few weeks after primary surgery, the cut out of lag screw was confirmed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.